Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20033528. Medical device expiration date: 2023-03-31. Device manufacture date: 2020-03-25. Medical device lot #: 20036426. Medical device expiration date: 2023-03-19. Device manufacture date: 2020-03-17. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 1.2m tubing was leaking. The following information was provided by the initial reporter: material no: 2420-0007. Possible lot no: (20033528) or (20036426. It was reported that the tubing was leaking.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 06/16/2020. Investigation conclusion: the customer's report that the tubing was leaking was confirmed based on visual inspection and functional testing of the as-received set sample. There was a cut along the tubing between the lower fitment and bottom smartsite components. The cut was approximately 14 1/2 inches above the lower smartsite. The cut was measured as approximately 0.03 inches. No further issue was observed with the set. Although the damage was observed, functional testing performed immediately observed a leak from the cut. It is unknown how the observed damage occurred. The root cause of the damage was unable to be identified. The device history record for model 2420-0007 could not be performed due to no lot number being provided. The device history record for model 2420-0007 lot 20036426 shows the set was manufactured on 19mar2020 with a total of (B)(4) units built. There were no quality notifications issued during the production build of this set. The device history record for model 2420-0007 lot 20033528 shows the set was manufactured on 31mar2020 with a total of (B)(4) units built. There were no quality notifications issued during the production build of this set. Bd manufacturing is aware and has created corrective action (CAPA 723603) to address the root cause. The CAPA was closed in mitigating this defect and will continue to be monitored for an increase in frequency.

Event description:
It was reported that as lvp 20d 1.2m tubing was leaking. The following information was provided by the initial reporter: material no: 2420-0007 possible lot no: (20033528) or (20036426). It was reported that the tubing was leaking.